Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested 10/15/2007 by mail and fax. A completed questionnaire has not been returned.

Event description:
A surgeon reports a patient with an unexpected post operative refraction following intraocular lens (iol) implant surgery. The fellow eye was implanted at an earlier date with a similar result. The surgeon now believes the lens is simply sitting more posterior than expected in both eyes. There are two reports associated with this event: first eye: MDR# 1119421-2007-00435. Fellow eye: MDR# 1119421-2007-00436. Add'l info has been requested.